Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes appear again.